Event description:
The user facility report that the patient was hospitalized for severe stenosis of the left vertebral artery and sent to the interventional unit for percutaneous vertebral artery stenting (left side) + percutaneous vertebral artery balloon dilatation angioplasty (left side). After the procedure, the involved angio-seal device was used for hemostasis and stayed still for 8 hours. However, the hematoma was noted at the puncture site, then gauze was applied, hematoma relieved. Blood loss less than 250 cc. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: age & date of birth: requested, unknown. A3: patient sex: requested, unknown. A4: weight: requested, unknown. A5: ethnicity: requested, unknown. A6: race: requested, unknown. D6b: explanted date: device was not explanted. E1: establishment name: requested, unknown. E1: establishment address: requested, unknown. E1: initial reporter name : requested, unknown. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct section g3. The g3 date in the follow up no. 1 report was inadvertently reported. The correct date should have been 21-dec-2023.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a hematoma. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the vessel or tissue during the operation resulting in the formation of a hematoma postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).